Event description:
It was reported that the pump was replaced due to large discrepancies in reservoir volume of the pump. Drug delivered via the device was hydromorphone 10mg/ml at a daily dose of 1.054mg. Patient recovered without sequel. It was later reported that patient had experienced return of symptoms/increased baseline pain and did not have any pain relief from (B)(6) 2011. Patient had made 6 hour round trips to healthcare provider (hcp) offices 7 - 8 times from (B)(6). Since patient indicated no pain relief hcp kept "increasing the pump a little" at each visit, but it never helped the pain. Patient went for their refill on (B)(6) 2011 and over 19ml was aspirated from the pump; "patient was in pain for six months because the drug never left the pump". The pump was replaced. X-rays, or dye test, or roller test were not done. It was also added that the pump "worked great the first year", then the pump started flipping in the pocket, and the catheter would get tangled and break.

Manufacturer narrative:
Catheter: model 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of the pump revealed no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.